Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of sensing and capture. Pericardial bruising was noted. The patient was very sick and in intensive care. The patient's pulse generator was reprogrammed to vvi mode. Lead revision will be performed when the patient is stable and in better condition.